Event description:
It was reported that during setup for a case at the user facility the safety switch snapped off of the remb handswitch. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during setup for a case at the user facility, the safety switch snapped off of the remb handswitch. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The device was discarded by the customer.